Event description:
It was reported (2) devices were used in a small bowel resection and anastomosis. It was reported the site was checked for patency. It was reported air escaped from the staple site. Another device was used to complete the case. There was no patient consequence.